Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: filter deployed before correct position was achieved, but was left ¿in a less than satisfactory position.¿ no reported harm to the patient and no information of filter removal. The pre-dilator, the coaxial introducer system, and the jugular introducer were returned. In the jugular introducer the grasping hook stuck exiting from the distal tip. The jugular introducer was not unlocked, but the blue release button was pressed down and stuck even after unlocking. Some fibers noted in the tip of the protection sheath were easily removed. Blood was noted inside the handle and after opening the handle some scrapings were found on the wire inside. Based on these investigation findings and the limited information provided the exact reason for the unintended filter release cannot be determined, but appropriate actions have been taken to address the sticking grasping hook, which was noted during the investigation of the returned device. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter self deployed before correct positioning was achieved. Patient outcome: the filter was left in the patient albeit in a less than satisfactory position.